Manufacturer narrative:
This report is a response report to medwatch report mw5080079. A manufacturing record evaluation (mre) was performed, and no anomalies were found in relation with this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specifications and procedures. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).

Event description:
On 09/10/2018 an unknown healthcare professional submitted a report to the FDA (mw5080078) regarding an adverse event that occurred post-surgery. According to the hcp, the event occurred on (B)(6) 2018, which was about 1.5 weeks after the operation. The hcp reported "there was purulence from wound". The patient was admitted and treated with antibiotics. Proximate concepts performed a manufacturing record evaluation (mre) on the lot of inplant funnels provided in the original medwatch report. The mre concluded that all inplant funnels in lot 042018 were manufactured in accordance with documented specifications and procedures. As a result of proximate concepts' investigation, the cause of the adverse event cannot be traced back to the inplant funnel. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).